Event description:
Reported issue: we have had patient's wounds open after coughing.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73j2200497 investigation did not show issues related to the complaint. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
Reported issue: we have had patients' wounds open after coughing.